Manufacturer narrative:
Batch review performed on 13 september 2018. Lot 112862: (B)(4). Expiration date: 2016-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 22 size s -2,5 reference 01.25.124 (k080885). Lot 134979: (B)(4). Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
We were informed on (B)(6) 2018 that the patient came in complaining of pain. The surgeon plans to revise the patient on (B)(6) 2018. More information to follow the case. Update received on 13 september 2018: revision not performed on (B)(6) date unknown. To date no additional information are available.